Manufacturer narrative:
Investigation results: two devices were received for evaluation. The account could not confirm which was the complaint device that could not release the clip from the catheter; therefore, both devices were evaluated. The two devices were marked a & b for the product analysis. Device a: visual examination noted that the clip assembly was fully deployed and not returned. The control wire was separated per design. It was also noticed that there was a kink in the control wire. Device b: visual examination noted that the clip assembly was fully deployed and not returned. The control wire was separated per design. It was also noticed that there was a kink in the control wire and the over sheath assembly was not returned. Functional analysis could not be performed on either device as the clip assemblies were fully deployed and not returned. Investigation found the clip assemblies were fully deployed and not returned. There was a kink in the control wire of both devices. Based on the condition of the returned devices, the reported failure (clip failed to release from the catheter) could not be confirmed. However, due to anatomical/procedural factors encountered during the procedure, performance of the devices may have been limited. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed and no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lots. Correction: the complainant reported that multiple devices were used during this procedure, but could not confirm the lot number for each individual device. Although the complainant could not confirm the exact lot number for each device used during this procedure, it was reported that the devices originated from one of the following four lot numbers: ml000477c3 (manufacture date: 29mar2013, expiration date: 31mar2016); ml000446c3 (manufacture date: 29jan2013, expiration date: 31jan2016); ml000461c3 (manufacture date: 18feb2013, expiration date: 29feb2016); and ml000439c3 (manufacture date: 15jan2013, expiration date: 31dec2015).

Event description:
Note: this report pertains to one of two complaint resolution clip devices used in the same procedure. Manufacturer report # 3005099803-2013-03783 addresses the first resolution clip, while manufacturer report # 3005099803-2013-03784 addresses the second resolution clip. It was reported to boston scientific corporation on (B)(6) 2013 that a resolution clip device was used for hemostasis of a bleeding ulcer (pulsatile) in the duodenum during an esophagogastroduodenoscopy (egd) performed on (B)(6) 2013. According to the complainant, after the clip was deployed onto tissue, the clip could not be released from the catheter. The clip was pulled off the tissue causing further damage. The clip was removed from the patient along with the catheter. A second resolution clip device was inserted and deployed onto the tissue. The clip could not be release from the catheter. The handle of the device was cut releasing the clip from the device. The procedure was completed with two additional resolution clip devices, a dose of epinephrine, and bipolar electrocoagulation (bicap). The patient's condition at the conclusion of the procedure was reported as fine.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
Note: this report pertains to one of two complaint resolution clip devices used in the same procedure. Manufacturer report # 3005099803-2013-03783 addresses the first resolution clip, while manufacturer report # 3005099803-2013-03784 addresses the second resolution clip it was reported to boston scientific corporation on (B)(4) 2013 that a resolution clip device was used for hemostasis of a bleeding ulcer (pulsatile) in the duodenum during an esophagogastroduodenoscopy (egd) performed on (B)(6) 2013. According to the complainant, after the clip was deployed onto tissue, the clip could not be released from the catheter. The clip was pulled off the tissue causing further damage. The clip was removed from the patient along with the catheter. A second resolution clip device was inserted and deployed onto the tissue. The clip could not be release from the catheter. The handle of the device was cut releasing the clip from the device. The procedure was completed with two additional resolution clip devices, a dose of epinephrine, and bipolar electrocoagulation (bicap). The patient's condition at the conclusion of the procedure was reported as fine.